Manufacturer narrative:
This is the same event as 3010536692-2016-00654 & 3010536692-2016-00656. This report will be update when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: pain, ion elevation and metallosis at the head/neck junction. (Right)